Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient reported tooth loss (permanent impairment to body structure) and the invisalign product was being used.

Event description:
The patient reported having tooth # 18 (lower left 2nd molar) extracted. It is unknown if the patient required medical intervention to alleviate the reported symptom. It is unknown if the patient took or was prescribed medication to alleviate the reported symptom. It is unknown if the treatment was discontinued or if the patient is still wearing the aligners.